Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the vessel tortusoity was moderate. The resistance between the proximal and middle sections of the catheter. The resistance became stronger during stronger during delivery. There was no vessel stenosis. The microcatheter tip was not delivered far enough to tip cover the solitaire device proximal marker during the attempted retrieval. The clot was collected by another solitaire.

Manufacturer narrative:
Continuation of d10: product ID fg13160-0615-1s (lot: 227614257); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire experienced strong resistance in the phenom 21 microcatheter and disconnected/dislodged during pushing. A new solitaire and microcatheter were used to complete the procedure. No additional surgical or medical interventions were required. The surgeon had not attempted to dislodge the stent. The patient did not experience any health damage. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing a thrombectomy to treat an ischemic cerebral infarction located in the internal carotid artery (ica). The access vessel was the ica, which was 4mm in diameter. One pass was made with the solitaire.

Manufacturer narrative:
H3: the solitaire x revascularization device was returned separated into two segments. The solitaire x pusher was found broken ~4.5cm from the pusher¿s distal end (stent proximal marker); ~190.5cm from pusher¿s proximal end. The solitaire x pusher was found bent at ~34.7cm from the pusher¿s proximal end. The marker coil was found bent. The stent was found still attached to the pusher. The stent¿s non-working length tear drop struts were found bent. The stent¿s working length struts were found to be in good condition. The broken solitaire x pusher was sent out for sem failure analysis. Per the sem report, the solitaire x pusher broke due to tensile overload. Based on the device analysis and reported information, the customer¿s ¿resistance¿ report could not be confirmed. The phenom 21 catheter used in the event was not returned; therefore, an analysis could not be performed. However, the customer¿s ¿separation¿ report was confirmed. As the pusher broke due to tensile overload, it is likely that the pusher separated during removal against resistance. However, the cause of the resistance could not be determined. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. The patient¿s vessel tortuosity was ¿moderate¿ therefore unlikely to contribute to the reported resistance. Information regarding if a continuous flush was maintained was not reported and could not be ruled out as a potential cause. As an analysis of the phenom 21 catheter could not be performed, ¿catheter damage¿ could not be ruled out as a potential cause. The phenom 21 catheter has a labeled inner diameter (ID) of 0.021¿. As indicated in the instructions for use (IFU), all solitaire¿ x revascularization devices should be introduced through a microcatheter with an inside diameter of 0.021-0.027 inches. Therefore, the phenom 21 catheter is compatible with the solitaire x revascularization device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.